Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient's stoma was infected, had pus and was very red. On (B)(6) 2025 it was reported the patient is being treated in the hospital without being hospitalized or undergoing surgery. He has been prescribed an unknown oral antibiotic.